Event description:
It was reported via clinic notes received that although the vns patient's daytime seizures had improved, the patient was experiencing an increase in nocturnal seizures that is believed to be related to "problems with breathing." The noted breathing issue is believed to be related to vns stimulation. Attempts for additional information from the neurologist's office have been unsuccessful to date.